Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received identified the patient's generator was replaced and the reported issue addressed.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient had a cervical fusion surgery on (B)(6) 2020. Reportedly, the patient's scs system was not set to surgery mode prior to the procedure. Subsequently, the patient controller displayed "generator is not responding" when attempting to connect with the scs ipg. A company representative attempted multiple troubleshooting attempts to connect to the generator, but was not successful. Surgical intervention to replace the patient's ipg may be necessary.